Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil). The speaker was temporary installed on the standard test bed (stb) and it was noted that there was an alarm for primary alarm failure with the repeat of the alarm during the boot up of the stb operation. Pil also verified that the speaker failed pin to pin and solder to solder joint testing. The failure of this returned speaker is due to an open resistance to the voice coil of the speaker. Pil concluded that the speaker is faulty.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failure had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a primary alarm failure had occurred. The customer was unable to silence the alarm. A field service technician (fst) went onsite and replaced speaker #2 to resolve the reported issue. The fst replaced speaker #2 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.